Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a faulty therapy pcb assembly. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that there was an event code logged in their device's memory. The event code logged in the device's memory can indicate that the AED function of the device may be inoperative as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no report of patient use associated with the reported event.